Event description:
It was reported that the patient had diaphragmatic stimulation with apical position of right ventricular lead. The physician also thought the lead may have perforated although the patient had no symptoms. The physician changed the lead position to septal and the lead is "functioning fine." No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.